Event description:
Adverse event of laceration to the naso-pharynx following use of an lma airway. Upon initial insertion, a trainee attempted to insert the device, but was unsuccessful. Some oral bleeding was noted upon removal. Clinician then reinserted the airway withou trauma. At conclusion of surgery bleeding was still active. Investigation showed a gouge in the middle of about 6mm wide, 6mm deep and 100mm long with a mucosal flap on the superior aspect indicating a gouging movement from below. Couged lesion was treated with an antiseptic gagrle. It is unknown whether event has resolved.